Event description:
It was reported that the patient received inappropriate atrial tachycardia pacing therapy due to supraventricular tachycardia. The device was reprogrammed successfully. The patient remained asymptomatic through the event.